Manufacturer narrative:
H6: work order search: no additional similar complaint type events within associated lots were found. Claim#: (B)(4).

Manufacturer narrative:
H6 - device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4)

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -12.5/1.5/088 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6)2023 the lens was exchanged for a spherical lens of different power due to refractive surprise and refractive change overtime. The exchange resolved the problem. Cause of event was unknown.